Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the right ventricular (rv) lead exhibited evidence of oversensing. The lead detections were programmed off for two hours, and the lead was checked again. No evidence of further oversensing was noted. An additional check the following day still indicated no further oversensing. The lead remains in use. No patient complications have been reported as a result of this event.